Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the lost sensor signal alert. The customer reported no adverse event. The event involved product(s) mmt-7040ma, mmt-7841zn, mmt-1884. Troubleshooting was performed. Confirmed transmitter serial number is programmed in manage devices screen. Pump in process of making multiple attempts to re-establish communication with the transmitter. No harm requiring medical intervention was reported. No product return is required for mmt-7040ma. No product return is required for mmt-7841zn. No product return is required for mmt-1884.

Manufacturer narrative:
Following our receipt of one returned transmitter, performed visual inspection and found no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / corrosion were noted at connector visual inspection. Unit was able to charge properly 4.13 v. After removing the device from the charger, the green led flashed properly. After the test plug was installed, the led flashed properly. In summary, the customer complaint about communication loss was not confirmed. Unit passed functional tests including rf/ble communication test, downgrade, download, and accuracy test. Unit passed charge test holding 4.13 v after accuracy test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.